Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2003, a sparc sling was implanted to treat pt's incontinence; a cystocele repair was also done during the procedure. It was reported that, "since the implant," the pt has experienced left pelvic pain and left thigh pain. At times the pain is intense. Also reported was information indicating that it is unclear if the pain is related to the "procedure." No intervention has been taken yet.